Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2019-87223

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient was upset with lasik procedure. The patient has anxiety and noted vision is fuzzy and blurry. The patient reported that vision is worse than before surgery. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye. Additional information was received. The optometrist spoke to the patient over the phone and her symptoms are improving. The patient seems more calm and happier that care is being taken. The patient will continue to be seen for follow up appointments. Follow up information was received. A bandage contact lens was placed on the eye after the treatment. The patient felt her eyes were very dry and difficult to open. During the treatment, the patient was unable to keep her eyes open and moved during the procedure so the bandage contact lens had to be placed over the eyes. The patient was nervous and crying because she felt rushed during the procedure. The patient's healing time is expected to be three months.